Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion. The device met labeled longevity. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable pacemaker noted a longevity remaining of 2.5 years. There is an associated allegation of premature battery depletion against this device. Boston scientific technical services (ts) was contacted whom calculated an estimated longevity with current programmed values; the estimated value correlated to the longevity the device was reporting. Ts recommended programming changes to extend the longevity of the device. Currently, this device remains implanted and in service. No adverse patient effects reported.